Event description:
Us complainant reported that the patient was placed onto impella 5.5 due to cardiomyopathy. While on support, the automated impella controller (aic) experienced purge disc/flag issues that were resolved by changing the console. The patient ultimately expired as care was withdrawn, but there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported issue has been completed. The console was tested after arriving in danvers. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. The cause of the issue was broken/ missing purge flag. This report is being filed as part of a retrospective review of historical records.